Event description:
Hosp emergency personnel responded to a gunshot victim in cardiac arrest. The pt's chest was opened and the device used with internal paddle spoons to administer countershocks. According to the reporter, the operator attempted to connect the internal paddle handles with discharge switch to the device with the defibrillation adapter and could not discharge the device. A backup device was immediately called for and used but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a back up difibrillator.